Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic angiography. Reportedly, a cuff miss occurred and a second proglide was used with the same results. Another proglide was used successfully to achieve hemostasis. A femoral angiogram was not taken before device placement. The pt was reported to be fairly obese. There was no adverse pt effect. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - (B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The first perclose proglide (part 12673-03, lot 900336h), indicated is being filed under manufacturer report number 2953144-2010-02832.